Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06088). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in clinic after receiving an alert for possible high voltage lead issue. Interrogation showed a vt/vt episode with an aborted hv charge. Premature battery depletion was also noted. Device was explanted and replaced.